Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high glucose readings on the ilet pump despite recent infusion set change and troubleshooting, with cgm and fingerstick both indicating very high values; the user paused the pump for two hours and administered subcutaneous insulin by pen while changing the infusion site due to concern for potential site issues after recent physical activity. Symptoms included hyperglycemia and concern for elevated ketones/diabetic ketoacidosis risk. Outcomes included an unexpected medical intervention where medication was required. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available and insufficient information to identify a device-related problem or component failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.